Event description:
Situation while confirming the septum with the sound star eco catheter, accidentally punctured the aorta with the rf needle during the bb procedure. Timing: after performing brockenbrough. How to complete the procedure. There were no product malfunctions. The procedure was interrupted and turned into an open chest surgery. Carto3 v8.1.0.325. Cardiac tamponade; details of health hazard (other)_ the aorta was accidentally punctured at the time of performing brockenbrough. Progress; as of (B)(6) 2025, 1:00 pm, open chest surgery is in progress. Physician¿s assessment on health hazard_ serious. Extension of hospitalization - yes. Cf monitoring method_ real time graph, dashboard, vector, visitag, visitag coloring setting_tag index. Causal relationship with the product_ unknown. The physician's opinions on the relationship between the event and the product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5171874.